Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead's spiral could not rotate normally. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.